Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Event description:
It was reported that the arctic sun device had a flow rate of 1.3 l/min while the patient was in the cooling phase. The patient reached the target temperature of 36c and the temperature was increasing to 36.6c. Four pads were in use with appropriate coverage. The complainant noted they had already changed the pads once prior to calling. Ms&s went through troubleshooting and the complainant switched devices. Per follow up call with biomed (B)(6) on 26nov2018, a functional check was performed with technical support and no issues were found with the device. The device has been returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had a flow rate of 1.3 l/min while the patient was in the cooling phase. The patient reached the target temperature of 36c and the temperature was increasing to 36.6c. Four pads were in use with appropriate coverage. The complainant noted they had already changed the pads once prior to calling. Ms&s went through troubleshooting and the complainant switched devices. Per follow up call with biomed (B)(6) on (B)(6) 2018, a functional check was performed with technical support and no issues were found with the device. The device has been returned to service.